Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown laparoscopic surgery on an unknown date and suture was used. During closing port site, the needle was broken at the body part at the first stitch. No pieces fell into the patient. Further details are not provided from the hp. There were no adverse consequences to the patient.